Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 3 days following an open gastrectomy for a gastroentro anastomosis, the patient had an urgent relaparotomy due to abnormal bleeding. After investigation, it was found that the bleeding was due to incomplete staple line of the anastomosed side. The tissue was over sewn.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. The issue being reported is not associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.